Manufacturer narrative:
The returned device was visually inspected while being held upside down. This was done to determine whether the floats were free floating. The float functionality was then tested by connecting the chamber up to a water bag as per the user instructions. Results: when the device was turned upside down, the primary float appeared to be stuck to the base of the chamber. The secondary float was floating freely. When set up as per the user instructions, the chamber did not overfill. We were not able to replicate the reported overfilling. We do know that such a fault can correct itself if the device is bumped e.g. When in transit back to the manufacturer for investigation, however, we cannot confirm that this is the case in this instance. Conclusions: we could not replicate the alleged fault in this instance. We are aware of other similar complaints reporting failure of the float mechanism in the mr290 causing overfilling. The occurrence rate of this type of complaint is approximately 0.001% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.

Event description:
Reporter reported that an mr290 humidification chamber had allegedly overfilled causing damage to a siemens servo ventilator. The problem reportedly was detected while the circuit was being set up and no pt was connected to the circuit. Water had also apparently entered the inspiratory limb of the breathing circuit. The mr290 humidification chamber had been set up on an mr850 respiratory humidifier.